Event description:
The pt reportedly experienced a loss of lock between his external equipment and the implant. Co rep confirmed that the device is not functioning. Surgery to explant the pt's device is under eval.